Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11 the reported event was confirmed by review of pictures. Visual examination of the provided picture identified the gray tip of the impactor has been fractured. No product information is pictured. The device history record was not reviewed due to the following: part and lot identification are necessary for review of device history records, neither were provided. Attempts have been made to gather all product identification, which was unavailable a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was using the instrument to seat the implant and the tip of the instrument fractured off the instrument. There was no report of a foreign body retained or harm to the patient. Attempt has been made to obtain additional information. No additional information has been received at this time.